Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and they were instructed to call back if the malfunction recurred. The customer understood and acknowledged the instructions and continued using the pump as normal.